Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated the manufacturer. The device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated and appears to have been kinked prior to separation. There are two kinks to the hypotube 18.5cm and 30.7cm from the handle. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 25 jul 2019. It was reported that the device became kinked. The 90% stenosed, 30mmx2.7mm target lesion was located at severely tortuous and moderately calcified left anterior descending artery (lad). A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that there was a kink in the connection part between the catheter and the delivery shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed a collar separation.